Event description:
It was reported that during implantation of a bifurcated device, a suprarenal aortic extension, the patient was converted to open repair. Reportedly, during the procedure the aortic extension was inadvertently placed too high, which led to both renal arteries being covered. The physician was able to reposition the aortic extension using a [coda] balloon, a wire snare and biopsy forceps. An angiogram was done and revealed flow was achieved in both renals. However, an iliac extension was implanted in the right common iliac artery, due to inadequate distal seal. A repeat angiogram was performed and the renals no longer had flow. The left renal appeared to have a stump, which was attempted to be wired, but was unsuccessful. A decision was made to explant the devices, and the physician performed a repair using a surgical graft inserted/stitched into the aorta, replacing the endograft. The patient was reported to be doing fine post open repair and with normal renal function.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. A sample evaluation was not conducted as the explants were not returned. There was no medical documentation available for review. There was one image study available for this review (suboptimal). Product appropriateness and patient candidacy could not be fully assessed due to the lack of information. The intraoperative stent migration, renal artery occlusion (complication), explant and open repair could not be substantiated. The final disposition of the patient was reported as "doing fine with normal renal function". A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device was discarded at the facility.